Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pace impedance was variable with maximum measurements of greater than 2000 ohms since at least (B)(6) 2015. Concomitant product: product ID: 5076-45 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.